Event description:
The customer reported via phone call that they did not receive any alarms to alert them that their reservoir was empty. Customer reported their blood glucose would be high and several hours later they would notice their reservoir was empty. The customer reported there was an absence of no delivery alarms. Customer stated their blood glucose would be over 300 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.